Event description:
The customer reported that the end of an afib ablation a pericardial effusion occurred. The customer noticed the effusion on ultrasound and the patient's blood pressure dropped. The physician immediately performed a pericardiocentesis. The patient was sent to the or for further operation. The carto 3 system, a stockert, and a cool flow pump were used during the case, and none of them malfunctioned. There was also a cs duodeca catheter used in the procedure, and the catheter did not malfunction. The catheter was disposed of and will not be returned. A thermocool catheter was used and it will be returned. No malfunction was reported on the thermocool catheter either. The packaging was disposed of so the lot number is unknown. The patient's current status is unknown.

Manufacturer narrative:
Additional information from customer (affiliate): the event was life threatening and the impairment of a body function was moderate. Pericardial tap was performed, approx. 3,000cc removed in ep lab. The event was related to the procedure and device (ablation catheter). The concomitant devices: webster duo-decapolar electrophysiology catheter: us catalog # d728260rt, lot # unknown (disposed). Carto 3 system: us catalog # fg540000, (B)(4). Stockert 70 system: us catalog # s7001, (B)(4). Cool flow pump, u.s. Ship kit: us catalog # cfp002, (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). During visual inspection the catheter appears in good condition with no sign of occlusions inside the tip dome irrigation holes. It passed patency flow test, also passed flow rate, deflection test, off-plane, pre-curve, passed electrical, leakage, temperature and stockert generator test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition was not confirmed.